Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have the conductor wire dislodged from connector at the back end. The instrument failed the electrical continuity test. The housing was removed for inspection and the conductor wire was found to be dislodged from the connector. The conductor wire was re-inserted, and it passed the electrical continuity test. The instrument was installed on an in-house system and passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy was delivered without any issues on in-house system. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional after re-inserting the dislodged conductor wire. Additionally, the instrument had failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across either grip tip. There is not obvious damage to the conductor wire(s).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument was not obeying commands (non-intuitive motion). An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the maryland bipolar forceps instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument does not obey the commands. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional information. However, no further details have been received as of the date of this report.